Event description:
It was reported that when the customer was preparing new pcu's for use they identified "15-18" devices that had unspecified "keypad failures". There was no patient involvement.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.